Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. During visual inspection of the pump, it was observed the battery compartment was cracked. A leak test was performed and failed due to leaks in the battery compartment. During testing, the pump powered on normally with no overheating or alarms duplicated. The pump's electrical current draws were found to be within specification. The pump was opened and there was no further evidence of moisture or damage found. The investigation was unable to duplicate the initial ¿temperature¿ complaint. Unrelated to the initial complaint, the investigation revealed that the display was dim and discolored. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.